Event description:
It was reported that customer experienced multiple unspecified problems related to control iq. The customer experienced a low blood glucose (bg) level of 46 mg/dl. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.